Event description:
It was reported that this left ventricular lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.